Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer received multiple temperature alarms. Customer reported a blood glucose (bg) level of 182. Flex pens were administered to treat bg levels and will be used for back-up therapy.